Event description:
It was reported in an abstract that a total of 8 patients underwent balloon kyphoplasty procedures (bkp) to treat vertebral fractures and were observed for a mean period of 5.5 months. According to the report, there were 6 cases of cement extravasation observed on CT images. No patient symptoms were reported. No further information was obtained. The type of cement used was not specified in this abstract.

Manufacturer narrative:
Literature citation: yusuke kamba, tatsuya ishibe, fukuji senzoku, hironobu kotani et al. "Our balloon kyphoplasty: short-term clinical results and indications." Pt sex: 3 men, 5 women participants. Mean age: 71.3 years. (B)(6). (B)(4). Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.